Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is presumed the most probable cause of the reported issue is traced to component failure due to mechanical stress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It had been observed that during the device evaluation the duodenovideoscope had a cracked c-cover. There was no patient involvement.